Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped, component failure of the light guide bundle and component failure of the serial ring. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle was chipped caused by a component failure of the light guide bundle and the serial ring was loose caused by a component failure of the serial ring. The most probable cause of the complaint is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the rigid video laparoscope had air leakage. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.